Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient had damages arising from a defective intrathecal baclofen pump. It was noted the patient's pump was replaced on (B)(6) 2015.